Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submittedto FDA.